Event description:
Information received from hcp per the annual device tracking report stated that the device had been explanted due to "reaction to implant with possible infection." Follow up with hcp provided that the pt has developed an extremely sensitive immune system. Pt had a pump implanted for delivery of drug and developed a foreign body reaction to that device and it was explanted. Then pt developed an immune response to this device. They experience chills and fever and reaction to the device. The device was performing properly in relief on their pain. Explant dates were not provided.